Event description:
It was reported that the patient presented to the emergency room (ER). It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to a supraventricular tachycardia (svt) rhythm and the patient not taking their medication as prescribed. The ICD was reprogrammed, and the patient left in stable condition.